Event description:
Boston scientific crm received information that one day post implant, an x-ray revealed this left ventricular lead had dislodged.

Manufacturer narrative:
A revision procedure was performed and the lead was successfully repositioned. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.